Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer reloaded the cartridge to address the event. However, the customer reported not seeing insulin exiting the tubing. A new cartridge was loaded and the customer could not see insulin exit the tubing. Reportedly, the cartridge was filled with cold insulin. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the cartridge. A new cartridge was loaded and insulin delivery was resumed. The customer's blood glucose level was approximately 120 mg/dl.